Event description:
Reference importer report (B)(4).

Manufacturer narrative:
Meter was received in good condition with batteries installed. The customer did not send in test strips (ts) and didn't have control solution (cs), so in-house strips and solution were used for testing. The meter's setting were checked, audio and buttons were all working properly. Performed cs test and the results were within range. The results from the customer's readings on the day of medical attention are listed below: 256 mg/dl, (B)(6) 2012, 9:59pm; 80 mg/dl, (B)(6) 2012, 5:27pm; 88 mg/dl, (B)(6) 2012, 5:21pm; 74 mg/dl, (B)(6) 2012, 3:35pm; 140 mg/dl, (B)(6) 2012, 11:18am; 209 mg/dl, (B)(6) 2012, 7:42am; 399 mg/dl, (B)(6) 2012, 7:41am; hi , (B)(6) 2012, 7:40am.